Event description:
It was reported that the patient presented in clinic for a device change out. The patient changed their mind, and the device change out was not performed. Device interrogation the following week revealed premature battery depletion on the insertable cardiac monitor (icm). No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. As received interrogation did not confirm the 50% or less battery remaining. Analysis of the device image showed the device exited shipped settings on oct 31, 2024 about 11 weeks before event date, this is consistent with the battery gauge display as received. Battery longevity is projected at 6 years. Since device was out of shipped settings for 11 weeks, battery is calculated to be at about 96%. Battery gauge displays in increments of 10, confirming as received battery gauge display of 90%. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.